Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to display anomaly. Unable to verify power loss alarm due to constant white flashing display. Corroded electronic assembly and motor assembly noted during visual inspection. Unit was received with minor scratched lcd window, cracked keypad at select button, and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power loss alarm. Customer's blood glucose level was 173 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.